Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - a sample was not returned for evaluation. Ten retention lot samples were tested. There was no stopper pullout/pop off observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154604. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while inverting the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿, the top popped off spilling blood onto the floor and the user's clothing. No injury or medical intervention was reported.